Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) device has been returned and evaluated by the failure analysis team. The reported complaint was confirmed via logs and reproduced while testing on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an error m-11 occurred on the integrated electrosurgical unit (iesu) generator. The customer replaced the cautery cord, instrument, and power cycled the iesu, but the issue persisted. The customer used a third-party generator to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a covidien generator. There was no injury to the patient.